Manufacturer narrative:
Device evaluated by MFR. :synergy ous mr 2.25 x 16mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed damage. Strut row 11 from the proximal end of the stent was lifted and pulled distally. The remainder of the stent was undamaged and crimped in place. The outer diameter of the undamaged section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified posterior descending branch. A 2.25 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. During removal, the middle part of the stent was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified posterior descending branch. A 2.25 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. During removal, the middle part of the stent was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.